Manufacturer narrative:
Unit received with intermittent blank display due to moisture damage on the electronic stack. Moisture damage on the motor noted. Unable to perform displacement test, prime/compromised force sensor system test and excessive no delivery test due to blank display. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked display window.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer fell in the pool with the insulin pump on. Customer's blood glucose level was 141 mg/dl. The insulin pump had a blank screen due to the moisture damage. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.